Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and the lot number provided is incorrect for the catalog number reported.

Event description:
Maude event report indicates patient was implanted with the 4.5mm curved broad lcp plate on (B)(6) 2011. At some point post implant the plate broke. No fall or other event contributing to plate breakage was reported. The patient was returned to the operating room on (B)(6) 2011 for removal of the broken plate and placement of a new plate.